Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device failure and explant were reported previously as per 6000034-2019-00336 and 6000034-2019-00337.

Manufacturer narrative:
(B)(4).

Event description:
Per the received implant rejistration form, a cochlear implant was explanted due to device failure (device type and explant surgery date not reported).